Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in a shunt in a non calcified vessel in the forearm. A 5.0-4/4t/90 symmetry balloon catheter was advanced for dilation. However, during first inflation below nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.